Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive and displayed visible lines, and a cracked lcd screen was identified; a replacement device was arranged and the user was advised that data would not transfer and that standard shutdown via the screen was not possible due to the damage. Symptoms included no adverse clinical effects and stable blood glucose reported by fingerstick at 118 mg/dl. Outcomes included continued diabetes therapy without interruption and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and product assessment by case review and inspection of the returned device. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen resulting in loss of touch functionality. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.